Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implantation of an alto stent graft system, two (2) ovation ix iliac limbs, and ovation prime fill polymer. During the course of the procedure, it was observed that the contralateral limb of the alto graft did not fill with polymer. In an attempt to address this issue, the physician attempted to wire down, 018 wire over, integrated balloon up to 12 cc, but these efforts proved unsuccessful. The physician proceeded to snare and complete the procedure using standard techniques. A kink was identified, leading the physician to make the decision to place bilateral 10x3.8 cm (non-endologix) icast stents. There were no reported adverse events affecting the patient during the process.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as the delivery system was discarded and the stent graft remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, no polymer fill of the contralateral limb, kinked left iliac limb stent and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy-related. It was reported that there was compression of the iliac stents due to anatomy. The ipsilateral limb polymer fills first. The iliac limbs sitting in the infrarenal angulation likely created a kink in the contralateral limb therefore limiting the ability to fully open and polymer fill. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.